Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.: the following additional products were used in the surgery. No. , product , lot , upn , 510k , qty- 10, 54750017540 , h5356296 ,(B)(4) k143375 , 1 .20 , 54750017545 , h5352987 , (B)(4)k143375 , 2. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: minimally invasive spinal transforaminal lumbar interbody fusion (tlif) pre-operative diagnosis: neurological symptom it was reported that post-op, screw was loose. Revision surgery was performed due to screw loosing. The product came in contact with the patient.

Manufacturer narrative:
Product analysis: a microscopic review of the bone screw show heavy witness marks on one side and little to no witness marks on the other side. There is an indication that the rod was angulated in the bone screw head. There are faint witness marks of the rod on installation but no signs of failure. The rods being angulated in the head of the bone screw could lead to the screw backing out over time. If information is provided in the future, a supplemental report will be issued.